Event description:
The reporter/patient contacted animas on (B)(6) 2014 reporting that the patient was hospitalized for a blood glucose (bg) of 540mg/dl with nausea, vomiting, diarrhea, abdominal pain, headache, numbness, symptoms of dehydration, extreme thirst, and extreme drowsiness. The patient was treated with IV fluids. The patient and reporter believed the pump was not delivering prior to dinner bolus and no bolus history since (B)(6) 2014. Customer support (cs) determined that all other histories were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.